Event description:
Procedure type: knee replacement. According to the reporter: surgeon closed wound on a total knee replacement with vloc 90. Five weeks post op the patient returned with a big wound infection. This has never happened before for this surgeon so he is concerned that it is due to the vloc as he only started using it eight weeks ago. Corrective action taken relevant to the care of the patient: reoperation to debride and clean out wound. Patient remains in hospital.

Manufacturer narrative:
(B)(4).